Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119665.

Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing causing pacing inhibition resulting in patient seizure and syncopal episode. The right ventricular lead was explanted. There were no additional adverse patient effects reported.